Event description:
The customer received control results of 160 and 215mg/dl on the contour next link. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control solution for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
Remedial action and correction/removal reporting number. This information was not provided in the initial report.